Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Contact suspected cause of occlusions was due to tubing as the occlusions were resolved by either replacing out the tubing or changing all the supplies. However, as the issue occurred in the past troubleshooting was unable to be completed to verify the cause. Customer's blood glucose (bg) level was in the 600 mg/dl range. Manual injections were administered to address elevated bg.